Manufacturer narrative:
One device was received for evaluation. Visual inspection verified the reported problem. It was determined that the damaged dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a 'cassette not attached' error. There was unknown patient involvement.